Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this trans catheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted using a 16 mm non-medtronic balloon. During the first bav attempt, the balloon slipped towards the ascending aorta. The bav was attempted a second time, but the same issue occurred. On a third bav attempt, the balloon was firmly dilated. Control pacing with the temporary pacemaker was required as the patient's heart rate deviated from the intrinsic rhythm. After the patient's heart rate had returned to it's intrinsic rhythm, an atrio-ventricular (av) block was subsequently observed. The valve was insertedinto the patient and advanced to a depth of approximately 3 mm on the non-coronary cusp side while the patient remained under control pacing. Following valve placement, it was noted that the atrio-ventricular block remained. Per the physician, it is possible that a permanent pacemaker will be placed. Additional information was received which confirmed that complete av block occurred.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012033757); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this trans catheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted using a 16 mm non-medtronic balloon. During the first bav attempt, the balloon slipped towards the ascending aorta. The bav was attempted a second time, but the same issue occurred. On a third bav attempt, the balloon was firmly dilated. Control pacing with the temporary pacemaker was required as the patient's heart rate deviated from the intrinsic rhythm. After the patient's heart rate had returned to it's intrinsic rhythm, an atrio-ventricular block was subsequently observed. The valve was inserted into the patient and advanced to a depth of approximately 3 mm on the non-coronary cusp side while the patient remained under control pacing. Following valve placement, it was noted that the atrio-ventricular block remained. Per the physician, it is possible that a permanent pacemaker will be placed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted due to the av block.